Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited increased threshold measurements, decreased r-wave measurements and noise. The noise was oversensed resulting in storage of non-sustained episodes. The patient was not pacemaker dependent. Additionally, shock impedance measurements increased from 65 to 80 ohms and increased pacing impedance measurements of 1,100 ohms was also observed. The noise was unable to be reproduced with pocket manipulation and patient isometrics and was suspected to be myopotential oversensing. A lead dislodgement was suspected. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.